Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts triggered for the implantable cardioverter defibrillator (ICD) for reaching eos (end of service), having a charge time greater than thirty seconds, and for indicating a charge circuit timeout had occurred. It was noted that the ICD had not reached its battery eri (elective replacement indicator). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis revealed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that lithium severing was observed and would explain the observed charge time out event. If information is provided in the future, a supplemental report will be issued.